Manufacturer narrative:
(B)(4). Batch # u5a774 device analysis: the analysis results found that the ntlc75 device was received with the channel shroud partially detached from knob area and with a sr75 reload loaded in the device. The reload was received fully fired. Further analysis shows that the lockout spring was detached and not returned. Also, this area shows marks where the lockout spring was present. No functional test could be performed due to the condition of the device. In addition, the knob lock was received inside of a plastic bag. Due to the condition of the channel shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information: the locking lever of the complaint device has bene broken. He commented that it was little hard to close the locking lever at the 2nd firing. No problem was observed at the leak test. The device was used on the colon. Was there any issue with the staple height selector? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open colectomy, it was found that the spring had fallen off on the patient¿s skin after the 2nd firing of feea. X-ray was taken, and there were no pieces left inside the patient. The staples were deployed properly. The issue was found that the anastomosis was completed. There were no adverse consequences to the patient. No further information is available.